Event description:
Medtronic received a report that when the coil was removed from the tube (packaging), the proximal portion of the delivery wire was already broken. Pusher kink/fracture was noted. It did not occur while the devices were being used together. The patient was undergoing coil embolization surgery for treatment of arteriovenous malformation or arteriovenous fistula. The lesion was not located in an eloquent area of the brain. It was noted the patient's blood flow was normal and vessel tortuosity was severe. It was unknown if there was any resistance during preparation or use as the information could not be obtained. There was no patient involvement. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). Continuous flushing was maintained during the procedure.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.